Event description:
The sticker that was placed on the valve of the jackson-rees norman elbow thumb slide valve device was put on upside down. The sticker was to indicate if the valve was open or closed. Thus the valve was closed when in the "open" position and visa versa.======================manufacturer response for jackson-rees modification: norman elbow thumb slide valve 7ft oxygen tubing 2 liter bag, jackson-rees: norman elbow thumb slide valve (per site reporter).======================returning the device next week and will await a response.